Event description:
Fire dept personnel were attending to a pt, condition unk. The pt was being monitored in the paddles mode and reportedly after the delivery of one shock, the pt's ECG signal did not return to the screen and the monitor displayed only signal artifact. No other info has been provided.